Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of 223 and 247 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): the 223mg/dl (B)(6) 2017 10:51 am fasting: yes, the 247mg/dl (B)(6) 2017 10:48 am fasting: yes, the 175mg/dl (B)(6) 2017 11:44 am fasting: yes, the 190mg/dl (B)(6) 2017 12:23 pm fasting: yes, the 191mg/dl (B)(6) 2017 10:57 am fasting: yes. Memory concerns:223 mg/dl and 247 mg/dl. The customer's son called and stated his dads' meter was giving high results.